Event description:
Pt with ms had revision of baclofen pump on 1/26/98. The pump malfunctioned and required revision on 3/25/98. It was noted that the tubing was sheared at the enterance point to the spinal canal. Pt. Was discharged on 3/27/98.